Event description:
It was reported that the pt's programmer was saying por. It was possible that the por was a result of the pt going through theft detectors at store or at a casino as the pt's stimulator was on in both cases, but this is not certain. The MFR representative was able to clear the por with programmer. The pt's stimulation setting had not changed and the pt reported effective stimulation after the por was cleared. The pt recovered without sequela and is doing fine now.